Event description:
The pt presented with total occlusion of the sfa. The viabahn devices were implanted subintimally with re-entry into the lumen of the proximal popliteal. The most distal device was in the popliteal artery approx 2 cm past the re-entry site. Approx 1 month later, at a follow-up visit, a duplex ultrasound exhibited signs of a 'pseudoaneurysm'. An angiogram was performed, and it was discovered that the most distal viabahn device had migrated proximally a few centimeters to the re-entry site. The physician placed another viabahn device to extend the device distally. The pt tolerated the second procedure well.

Manufacturer narrative:
The device remains implanted. A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specifications were met. Please, note: two add'l viabahn devices were involved in this event. Medwatch #2017233-2009-90053 was submitted for device lot #06864329. Medwatch #2017233-2009-90055 was submitted for device lot #06784477.